Event description:
The customer reported images intermittently fade out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the controller board and laser diode. Sys operates as intended. (B) (4).